Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported during an evar procedure the physician noted that the valve of the sheath was leaking abnormally. Blood loss was less than 250cc. The patient was reported to be fine. The procedure was completed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. Two unused 8fr ik devices associated with lot vf03 were returned to for product evaluation. The returned devices were subjected to visual analysis. No anomalies were detected with the packaging. All seals were intact. There are no anomalies noted with either the sheaths or the dilators. Leak testing was performed on one of the unused sealed devices and no functional anomalies were detected. Based on the returned unused samples, there is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.